Event description:
After seven years of successful cochlear implant use, this pt suddenly stopped hearing. Several external components were switched without resolution. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to the MFR's specifications. Explantation/reimplantable surgery was performed successfully in 2005.